Manufacturer narrative:
On 30-dec-2015, conmed received the lightwave suction ablator for evaluation. Visual examination verified the side of the tip was burnt in appearance, insulation was missing and the ceramic was broken. Further evaluation by the research and development engineer revealed a portion of the ceramic and insulation coating was missing from the left side of the active distal tip of the electrode. Part of the coating is burned and decomposed from excessive heat. A small portion of the ceramic is missing and was not returned. The remaining ceramic reveals a break line indicating possible exposure to excessive twisting motion or contact with a hard object. Alumina ceramic is susceptible to cracking under torsional loads. If the ceramic tip was broken first, in turn the coating would be exposed to plasma and the polymeric coating would be burned. This lot with the (B)(4) was manufactured on 09-jul-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. A review of complaint history shows there have been no adverse events related to this device during the past two years. There have been no other complaints received for the device and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The instructions for use provides the following warnings: - lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. - if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. - do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. - do not pry or pull tissue using the device. Insulation may be damaged. The instructions for use provides the following precautions: - do not bend electrode shaft, insulation may be damaged. - use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns.

Manufacturer narrative:
The involved lightwave suction ablator is expected for an evaluation but has not yet been received. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The customer reported that during use of the lightwave suction ablator in a shoulder arthroscopy on (B)(6) 2015, after heavy use the ceramic tip burnt and then fell off into the surgical site. The piece was retrieved and the procedure completed successfully using another of the same device. As reported, there was less than a 10-minute delay to retrieve the tip and no patient injury occurred.